Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered appropriate shocks for patient's condition of ventricular fibrillation (vf). The therapy was exhausted and the device could not deliver more shocks. It was also reported seven external shocks were also delivered with some successful conversion but reverting back to vf. Technical services (ts) reviewed and recommended to consider evaluating the shock vector by assessing the position of the right ventricular (rv) lead and coil. The device detected and delivered therapy appropriately, therefore no changes that will improve cardioversion effectiveness as the most aggressive therapy has been utilized. Ts recommended to perform x-ray imaging to assess rv lead and device position. This device remains in service. No adverse patient effects were reported.